Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. As a result of investigating the cause of the problem, it was found that changing the printed-circuit board in the video connector to a non-failure device improved the image abnormality, and the problem was caused by the printed-circuit board in the video connector. As a result of manufacturer analysis to identify the failure part of the printed-circuit board in the video connector, it was found that it was caused by the output voltage was output correctly in a part of the electronic circuit. Next, the printed-circuit board in the video connector was analyzed by x-ray and the encapsulant was removed to observe the subject device, but there was no failure on the surface of the subject device that was led to the problem could be confirmed. Further analysis was difficult because there was no failure on the surface of the subject device that was led to problem were found. Based upon the investigation, omsc considered that the reported phenomena were attributed to the failure of the printed-circuit board due to the overcurrent such as static electricity.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during a laparoscopic liver resection procedure, it was found that the endoscopic image of the subject device blacked out, the noise like sandstorm appeared on the endoscopic image and the error e226 was displayed. The user wiped the video connector of the subject device and connected again, the noise like sandstorm appeared. The user replaced the subject device to another device (camera head) and completed the intended procedure. It was the first time use after the delivery of the subject device. There was no report of patient injury associated with the event.